Event description:
On 04/02/2009, new information was received from service site indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
The customer was contacted regarding the service site observation of "no audio". The customer revealed that the no audio was observed prior to service, but could not confirm of the no audio was a result of the unit being dropped. The customer revealed that when the report of no audio was observed in house, the fault was isolated to the main pcb.